Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv therapy due to lead noise. Low hv lead impedance was also noted. The lead was capped on (B)(6) 2017.